Event description:
On (B) (6) 2009 the pt reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device and no more than 10 units of insulin spilled into the cartridge compartment. She was instructed how to remove the plunger from the piston rod and she was educated on the proper procedure for removing the insulin cartridge from the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.